Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of failure to power up and attributed it to the black battery wire not being crimped properly and being disconnected from the connector. Analysis was unable to confirm the customer comment of too-rapid battery depletion. Analysis additionally noted that the display wires were pinched though the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator depleted batteries too quickly and would no longer power up. The generator was returned for service. There was no patient involvement.